Manufacturer narrative:
All buttons function properly, however moisture damage was found on the keypad traces. No moisture damage inside the pump was noted. Pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window corner, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the customer was in (B)(6) and was hiking. Customer received a keypad anomaly when she came back down. Customer pressed the up arrow key and the numbers kept ramping. It was found that the customer may have exposed the pump to moisture but she was unsure. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.